Manufacturer narrative:
Immucor technical support reviewed emailed report printouts on (B)(6) 2016, which showed the test wells in question as being visually negative. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, an immucor employee at a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo, serial number (B)(4).